Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced worsening urinary incontinence.

Event description:
It was reported that following insertion the patient experienced worsening urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent suburethral tvt removal, cystoscopy and repeat cystoscopy on (B)(6) 2015 by (B)(6), md due to dyspareunia, frequency, nocturia and status post tension-free vaginal sling in (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient underwent suburethral tvt removal, cystoscopy and repeat cystoscopy on (B)(6) 2015 by (B)(6), md due to dyspareunia, frequency, nocturia and status post tension-free virginal sling in (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat uterovaginal prolapse, stress urinary incontinence and a sling was implanted. Concomitantly the patient underwent a transvaginal hysterectomy, uterosacral ligament vaginal vault suspension, perineoplasty it was reported that after implantation patient experienced pain, infection, recurrence bleeding, and urinary, bowel and neuromuscular problems. (B)(4).